Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pressure. The right atrial (ra) lead exhibited unipolar low impedance. It was also noted that the ra lead exhibited atrial undersensing, noted on stored electrograms (egm's). No further patient complications have been reported as a result of this event.